Event description:
Account alleged that the head section drifts down when raised.

Manufacturer narrative:
Technician found the CPR cable on the pt's right side was too tight. Technician adjusted the CPR cable on the pt's right side to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.